Manufacturer narrative:
Concomitant medical products: 6947 lead, implant date unknown. The initial reported event of infection was received on 2019-02-26. Of note, the serious injury is normally submitted via an alternative summary report that would have been due on 2019-04-30. Information was subsequently received on 2019-04-02 and revealed an out of specification analysis finding. As this new information does not qualify for summary reporting, this report is therefore being submitted as a 30-day report. Product event summary: the medial portion of the lead was returned and analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the system was removed due to infection. No further patient complications have been reported as a result of this event.